Event description:
Customer had placed an order for a new meter and had not received it. Due to a delay in receiving her meter and her inability to test her blood glucose, she started to experience pain in her legs and sores began to form. She went to a local hospital for treatment. According to the report she was diagnosed with "ulcer sores" and was referred to a vascular surgeon. No treatment was documented. A replacement meter has been sent to the customer. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
A replacement product has been sent to customer. Due to the nature of the medical event a report is being filed.